Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. There have been no similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to high cobalt levels and neck fracture of stem. Update 29 jan 2018: a review by a clinical consultant has confirmed a trident shell malposition and impingement.

Event description:
It was reported that patient's right hip was revised due to high cobalt levels and neck fracture of stem. Update 29 jan 2018: a review by a clinical consultant has confirmed a trident shell malposition and impingement.

Manufacturer narrative:
An event regarding disassociation, abnormal ion levels and altr, involving an accolade stem was reported. A review by a clinical consultant confirmed disassociation and rom issues (impingement) but did not confirm altr or abnormal ion levels. Medical records received and evaluation: a review by a clinical consultant indicated: catastrophic trunnion failure with femoral head disassociation and femoral head retained within cup liner. The cup has adequate inclination but absent anteversion as evident by the straight line projection of the cup opening circle. Major osteolysis around the cup shell although still fixed to the bone along the cup periphery. The stem is only visible along the proximal section but shows no obvious pathology with a stable bone ingrowth condition. Lack of cup anteversion promotes impingement in flexion and/or internal rotation. Impingement damage is clearly visible on the rim of the explanted liner to confirm the failure mode by impingement due to cup malposition. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: cup malposition in absent anteversion has contributed to impingement with overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with dissociation of the femoral head from the taper. If further information and/or the device becomes available this investigation will be re-opened.